Event description:
Foley catheter 16 fr silicon inserted. Positioned pt on hana after placement of boots and foley on stretcher. Procedure was approximately 90 minutes. When post was removed, rn noted a 1/2 cm red area on left labia. No action was taken at that point as area was slightly discolored. Monday, (B)(6), three days after procedures surgeon stated pt contacted with concerns as there was excoriation. Pt required a referral to a specialist in the (B)(6) area. Later informed red area was approximately in area that foley rested against pt.

Manufacturer narrative:
During investigation, it was determined that this was not a hana table issue but appears to be related to the use of the catheter. Mizuho osi did an in-service with the user facility reviewing the use of the hana table.